Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-32: component failure. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. The meter did not turn on when a test strip was inserted or by manually pressing the "s" button. The test strips were inserted correctly, and customer was using the proper test strips. A new battery was used and properly installed. At the time of the call the customer reported feeling ill, stating she was feeling tired and believed it to be due to her diabetes. Medical attention was not needed at the time of the call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41-dead battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. The meter did not turn on when a test strip was inserted or by manually pressing the "s" button. The test strips were inserted correctly, and customer was using the proper test strips. A new battery was used and properly installed. At the time of the call the customer reported feeling ill, stating she was feeling tired and believed it to be due to her diabetes. Medical attention was not needed at the time of the call.